Manufacturer narrative:
This report is associated with argus (B)(4), corega tablets. Corega tablets are marketed as polident in the us.

Event description:
Accidentally drunken a sip of the corega tablets solution [accidental device ingestion] . Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) female patient who received corega (corega tablets) tablet for product used for unknown indication. On an unknown date, the patient started corega tablets. On an unknown date, an unknown time after starting corega tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega tablets. Additional details: a female consumer reported that she had accidentally drunken a sip of the corega tablets solution.